Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they had positive result for the nov, but when tested on an alternative instrument, the results would be negative. Customer performed a run with 3 blank samples from the same kit, along with three environmental samples; all six being negative. Field service was dispatched. Field service renormalized the both readers. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 01aug2012, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Run files was returned for investigation. Run file was for run 604. Analysis of the run file shows that the raw curves for lane a1-a4 for both rox and fam channel shows a relatively flat curve, indicating that there were no target. The background correct curve shows that at cycle 19, the curve was moving linearly upward indicating a false positive. Review of the normalizer data shows that the normalizer response was drifting down. Root cause is determined to be due to normalizer drift. Complaint is confirmed by quality. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
Report 1 of 4. It was reported that while using bd max¿ system, bd max¿ instrument, there was a false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "false positive results on the bd max for the enteric viral panel lot no 2230900. 23f05945".

Manufacturer narrative:
D.5. PMA / 510(k)#: k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 4 it was reported that while using bd max¿ system, bd max¿ instrument, there was a false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "false positive results on the bd max for the enteric viral panel lot no 2230900. 23f05945"